Manufacturer narrative:
Apoc incident (B)(4).apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 06/07/2017. Retain and return product was tested and found to be functioning according to specification. Investigation: the device history record for this lot was reviewed. The lot passed finished goods release criteria. Forty retained and twenty-five returned cartridges were tested using whole blood. Testing met the acceptance criteria found in q04.01.003 rev. Z, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive result on a (B)(6) female patient who presented to the bariatric surgery clinic with nausea and vomiting. The patient was post-bariatric surgery. There was no additional patient information available at the time of this report. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).